Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge leaked. A cartridge change was performed resolving the issue. Customer's blood glucose level was 194 mg/dl.